Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation indicates the distal end of the wire was bent and broken. This is an indication of misuse of the device. This failure would lead to the wire not completely retracting and getting stuck at the edge of the shaft. This failure can be attributed to user technique. Inspection of the device revealed the button is difficult to slide from the closed to the slip position and then to the open position. Also after moving the button several times the wires do not retract into the tube. This complaint can be confirmed. Due to an increasing trend in the number of button failures, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during arcr the hook of the device broke without excessive force and the handle did not slide properly even though the surgeon used it as usual. It was also reported that no broken piece was left in the patient¿s body. It was brand new and the first use when the issue occurred. There was no surgical delay or harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.